Event description:
It was reported that a flogard infusion pump experienced an f-27 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. An f-27 alarm was found upon power up of the device; confirming the reported condition. An alarm log review was performed. The cause was that the connector was unable to connect as it was sulphated. The connector was cleaned to resolve the reported condition. The pump passed all tests and was returned to good working order. Should additional relevant information become available, a follow-up medwatch will be submitted.